Manufacturer narrative:
New information received notes that lead dislodgement was also noted. (B)(4).

Event description:
New information received notes that lead dislodgement was also noted.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that unacceptable capture threshold on a left ventricular lead was observed. There was also an occurrence of no left ventricular lead capture. The patient was asymptomatic. Lead was capped and replaced on (B)(6) 2018. Capture threshold was high prior to the procedure. There were no adverse consequences to the patient.